Event description:
It was reported that the patient presented in clinic for follow-up. Upon review, chronic elevated right ventricular thresholds were noted. The elevated thresholds started after an external shock a few years ago. The lead's output was increased. The patient felt discomfort during pacing. No intervention reported. The patient was stable.